Manufacturer narrative:
Patient was hospitalized for blood pressure complications on (B)(6) 2019 and was diagnosed with peritonitis during this hospitalization. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis is unknown. The patient was hospitalized in the intensive care unit for another indication and developed peritonitis. The patient was treated with vancomycin (2 grams, route and frequency were not reported). It was reported that the patient was still in the hospital and the event and peritonitis was resolving. On an unreported date, the pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.